Event description:
(B)(4). Placement of coils was very painful. Took an hour. Had to have two doctors figure out how to place them. Eh and a half later had major pain on the left side of my body where my fallopian tube was, major migraines. Non stop headache. Dizzy spells. Two weeks after major pain on right side where fallopian tube is, major back pain that radiated up my back and down my right leg. Went to ER. Ultrasound showed left coil had migrated into uterus. Liver enzymes are raised. Still horrible pain in right side.

Event description:
(B)(4). Still having. Crazy pains. Radiates from my back to my front. Some days can hardly walk. Experiencing hair loss.